Manufacturer narrative:
The devices were not returned to solventum for analysis; therefore, a root cause could not be determined. A device history record review could not be performed as the lot number provided was invalid. Solventum will continue to monitor.

Event description:
It was reported that six 3m¿ ranger¿ blood/fluid warming high flow sets leaked during a massive transfusion protocol. The spike cracked on five of the sets, and on one set, the spike detached from the tubing. There were no reported injuries or medical interventions associated with the reported malfunctions.